Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal power supply was replaced to resolve the issue. Block a: no patient information to date after calls to customer on (B)(6) 2024 and on (B)(6)2024. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of power during a case. The unit ran on battery until unit replaced and case resumed. There was no patient injury.